Manufacturer narrative:
A device evaluation confirmed the customer allegation. The shadows were due to bent image guide (ig). The ig bundle was severely broken. Bending angle was insufficient due to angle wire elongation. Poor insertion of the brush into the forceps channel was observed. The flexible tube of the insertion section was crushed and buckled. Bending section cover had scratches and was missing adhesive. Scratches were also found on the eyepiece. The investigation is ongoing and a supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported shadows or vignetting of the screen of the tracheal intubation fiberscope in the middle of an unknown procedure. The procedure was completed with the same device and there was no delay in the procedure. The device was returned, and an inspection revealed, the coating of the ig (image guide) coil was peeling off (one millimeter square or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.